Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed as no devices or medical records were received. A review of the device history records was unable to be performed as the part and lot number was not provided. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that in an unknown time frame post implantation, the patient was revised due to loosening of the baseplate component. Attempts have been made and no further information has been provided.